Event description:
It was reported by the affiliate during a proctectomy and pouch formation procedure, the device did not fire any staples. Pt lost 800ml of blood, but no blood products were required. The case was completed with sutures. The case was extended 90 minutes. The pt is fine.